Event description:
An international distributor reported their customer's AED battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer's failure to promptly address red asi warnings and excessive self-testing of the AED reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Further investigation identified the cause as a shorted transistor.